Manufacturer narrative:
(B)(4).unit received with blank display due to moisture damage on electronic assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to blank display. Unable to verify failed batt test due to blank display. Corroded force sensor assembly and moisture damage on motor assembly.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer called back after receiving replacement battery cap. The customer's blood glucose level was 243 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.